Event description:
Complainant alleged that before use, the device experienced bv detected 'user interface issues' issues. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Our distributor was onsite performing preventive maintenance when the device displayed a blue error screen indicating a major electronics failure. The failure was confirmed to be an epc fault. To remedy the issue, the main electronics will need to be replaced.